Manufacturer narrative:
It was reported that the patient's hip is dislocating and the doctor plans to revise the femoral head and liner to a non-conformis product. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's hip is dislocating and the doctor plans to revise the femoral head and liner to a non-conformis product.